Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. The reservoir compartment was cracked and the clear reservoir lid was partially detached. The customer did not know how the damage occurred. The customer¿s blood glucose level was 11 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
We were unable to perform displacement test due to missing retainer. The device was received with broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on case, peeling end cap address label and minor scratches on lcd window.